Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hyperglycemia. Customer's blood glucose value was 531 mg/dl. Customer was declined troubleshooting for high blood glucose. Customer stated that he quick release broke apart from the adhesive. Customer stated that the cannula was bent from pushing the set back on after the set came off. The insulin pump will not be returned for analysis.